Event description:
In 2009 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to the hospital in 2007 for ten days. The patient was then readmitted the following month, was then transferred to the university medical center nine days later and discharged two weeks later. While hospitalized, the patient was administered heparin on and after admission to hospital and suffered an intraperitoneal bleed and began to have other symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered was alleged to be contaminated heparin.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.